Event description:
Reporter stated that pt obtained a blood glucose result of 200 mg/dl, while using the suspect device. Reporter noted that, due to experiencing hyperglycemic symptoms, pt sought treatment at her dr's office. According to reporter, pt's dr performed a urinalysis, one hour later, which revealed her blood glucose to be high (exact value / range not provided), after which pt went home (without receiving any treatment). Reporter stated that, once pt arrived at home, 30 minutes later, she retested her blood glucose, using a different blood glucose device, and obtained a result of >400 mg/dl. Pt reportedly phoned her dr, and was advised to seek treatment in the hosp emergency room. Reporter noted, that upon pt's arrival in the emergency room, her blood glucose measured > 500 mg/dl (using hosp's blood glucose monitor). Reporter stated that pt was treated with intravenous fluids (contents not provided) and insulin. Reporter indicated that pt was discharged 2 days later. Pt's current condition: fine. Quality control testing was performed on the suspect device, on the day that the event was reported, and the results fell within the acceptable range. Additionally, reporter indicated that controls were run, approximately 6-8 weeks ago, with results testing within the acceptable range. Technical support requested the return of the suspect device and replacement product was shipped.